Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "capsular contraction and rupture". This record if for right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device assessed as surgical impact opening. ¿capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contraction and rupture". This record if for right side. Device was explanted and replaced with another manufacturer¿s device.